Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet occluder was implanted. There was trivial pericardial effusion noted prior to procedure. During the procedure there were multiple partial deployments with a 31mm device (lot# 9083055) and 3 partial recaptures with the implanted 28mm device (lot# 10416964). On (B)(6) 2025, the patient was noted to have circumferential pericardial effusion. The patient is being monitored and no intervention was noted to have occurred.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet occluder was implanted. There was trivial pericardial effusion noted prior to procedure. During the procedure there were multiple partial deployments with a 31mm device (lot# 9083055) and 3 partial recaptures with the implanted 28mm device (lot# 10416964). On (B)(6) 2025, the patient was noted to have circumferential pericardial effusion. The patient is being monitored and no intervention was noted to have occurred.

Manufacturer narrative:
An event of circumferential pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported pericardial effusion could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.